Manufacturer narrative:
B5 describe event or problem updated.

Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed using a 24mm watchman flx laa closure device with delivery system (wds) and watchman fxd curve access system (was). Immediately following the conclusion of the procedure a pericardial effusion was identified around the right atrium. A pericardiocentesis was performed and approximately 400ml of fluid was removed. The patient underwent an exploratory thoracotomy in an attempt to locate the source of the bleeding. The patient stabilized and was transferred to the intensive care unit for recovery. It was further reported the patient was discharged.

Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed using a 24mm watchman flx laa closure device with delivery system (wds) and watchman fxd curve access system (was). Immediately following the conclusion of the procedure a pericardial effusion was identified around the right atrium. A pericardiocentesis was performed and approximately 400ml of fluid was removed. The patient underwent an exploratory thoracotomy in an attempt to locate the source of the bleeding. The patient stabilized and was transferred to the intensive care unit for recovery.